Manufacturer narrative:
(B)(4). This complaint for a damaged transfer set was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with a cut in the tubing noted. Leak testing was performed with a cut in the silicone tubing noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A batch review could not be performed because the lot number was not available.

Event description:
A doctor contacted baxter (B)(4) regarding a damaged uv flash transfer set. The doctor stated that a cut/slice in the silicone tubing was found during connection by the clean flash. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.